Event description:
It was reported that the right ventricular lead impedance is out of range high, the threshold has increased, and the lead integrity alert was triggered. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.